Manufacturer narrative:
The device was returned for analysis. A leak was able to be confirmed. The physical resistance / sticking was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier. B3: date of event estimated.

Event description:
A sterile indeflator device was returned. During functional testing of the indeflator, resistance was felt when pulling the handle. There was a sound of rod sliding through the half nuts when the handle was being pulled back and forth. The device failed at vacuum test. The device was not used in a procedure and there was no patient involvement. No additional information was provided.